Manufacturer narrative:
Analysis was normal. No anomalies were found. Interrogation of the device revealed it was above the elective replacement indicator (eri) when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached eri.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-20121; 2017865-2021-20124. It was reported that redness and tenderness was observed around the device pocket and erosion the size of a penny through an opening in the skin was observed. Infection was suspected. The system was explanted and replaced. The patient was stable.